Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(4).

Event description:
The freedom driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the freedom driver did not pass the system check out.

Manufacturer narrative:
The driver's alarm history was reviewed and revealed an alarm code '31' which relates to the speaker 1 voltage. This is most likely the alarm experienced by the customer during the system check. During investigation testing, the driver was found to be out of specification for the required sound level. The root cause was determined to be a malfunction of the left speaker printed circuit board assembly (pcba). This issue will be monitored and trended as part of the customer experience process. Syncardia has completed its investigation and is closing this file. Ce 5554 follow-up report 1.